Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter was stuck on guidewire. The target lesion was located in the severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter got stuck with the non-boston scientific guidewire. The catheter and the guidewire were removed as one unit, and the procedure was completed with another of the same device. There were no patient complications reported post procedure.